Event description:
The customer states that the mainframe has intermittent boot up problem.

Manufacturer narrative:
The ge service rep was unable to reproduce the problem. The system was booted 15 times error free. He checked pins on interconnect cable and in lemo connector then sprayed both with electro wash to eliminate any buildup on pins and for smoother connectivity. The system is working as intended.